Event description:
Customer states that she attempted to use the advantage system, but was unable to obtain a reading due to the meter having no power. The customer was taken to the hospital, where the customer obtained a reading of 326 mg/dl on the hospital's meter. Customer was admitted to the hospital, but no treatment information was provided. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.